Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient controlled analgesia pump module had over infused. There was patient involvement and no harm. Bd has learned additional information. It was reported by the hospital¿s director of pharmacy that the event was due to ¿¿a nurse error not a pump issue.¿. Although requested, no further information was provided and no sample was returned to bd for further information.